Event description:
The pt had a peg tube placed on (B)(6) 2014, the pt's peg tube was noted to have been dislodged following bursting of the balloon that held it in place. It is unclear what lead the balloon to burst. Attempt to replace peg tube through same tract were unsuccessful and pt required operating room procedure to replaced peg tube.